Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that they had an incident with the hst iii system (3.8mm), it was impossible to use it. No information on potential injury.

Manufacturer narrative:
Trackwise: (B)(4). Updated sections: a2,a3,, b4,b5,g3,g6,h2,h6,h11.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) got stuck inside the delivery tube. It was impossible to use it. A slight delay while getting another device from the stockroom. There was no patient harm.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The lot # 3000410583 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.